Manufacturer narrative:
One cadd solis vip pump was returned in good condition. The event log was reviewed and the pump was ran in user mode to verify the reported issue of error 41622. The reported "system fault 41622" could not be duplicated. 41622 is a motor timeout fault. The motor runs without issue. The cam sensor is not dislodged or damaged and priming the pump for 400 cycles didn't cause the error to repeat. The log showed a loss of power after each occurrence of the system fault code. It is likely that the problem is a result of a battery issues. Due to the errors recorded in the event history log, the main board will be replaced as preventative maintenance.

Event description:
Additional information provided indicated that the issue was found during testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 41622. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.